Event description:
This report involves the omnipod disposable insulin pump manufactured by insulet corp of bedford, ma of which I am a user for management of type I diabetes. To date beginning in nov 2006, my device failures have been 10.9% for a device which is responsible for keeping me alive. Previous failure -7- involved nondeployment of the device cannula which administers insulin. This is not life threatening to me because I know when the cannula is not inserted and replace the unit. Seven units over 120 day time period is an unacceptably high number for a medical device. However, they are not the reason for this report. In my last shipment of omnipods - 3 boxes of 10 pods constitutes a 90 day supply - upon opening the second box of lot#l10870 pods for use 4 out of the first 5 pods failed due to electronic communication anomalies. Again, for me this is not life threatening because I have been trained how to deal with device failures, but someone not so well educated may face a more serious problem. If the device were to break communication after it was installed, it would be a serious problem. Again, 4 out of 5 failures so far in this box of 10. There is a quality control issue going on that needs to be addressed. Customer support for the device has been excellent with prompt exchanges for defective product. Insulet offered to recall the entire box, but I suggested let me use them and see how many bad units I have received, and then you can replace them. They said okay. Since then I have had a change of heart realizing that there may be many people at risk using this device. You need to be involved to help prevent this from happening. I made a contact at diabetes education center introducing the department head, herself a type I diabetic, to this device. As on jan of this year, she has been using omnipod and has experienced 2 failures - 1 cannula & 1 electronic -. She feels that her organization can't support putting patients on this device. She, an experienced diabetes pump educator, nearly experienced diabetic ketoacidosis when the pods cannula did not deploy and she just thought she had not felt its insertion. We are saddened that this device is experiencing reliability issues as when it works it is a stellar performer, but the trend suggests something has gone horribly wrong. I will discontinue using this device as soon as I can obtain a new prescription for my old medtronic minimed paradigm pump.